Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. On (B)(6), the complaints team was forwarded presentation slides from a physician at (B)(6) hospital referencing ¿iatrogenic mitral chordal rupture due to microaxial flow pump in a patient with post-resuscitation shock following substance-induced myocardial infarction.¿ to date, the local team has been unable to locate the specific case support documentation.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Mitral valve incompetence/cardiac valve rupture: the cause of mitral valve incompetence/cardiac valve rupture was unable to be determined as limited clinical details were provided and no product was returned for review. Device in wrong position: the cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review. Hemolysis/mechanical interaction with blood: the cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.